Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump did not deliver and they experienced high blood glucose level of over 500mg/dl. The customer was assisted with high blood glucose troubleshooting. Customer's blood glucose value was 347mg/dl at the time of the call. The customer treated with bolus and syringes. The drive support cap appeared normal. There were no leaks or air bubbles. The device settings were correct. The customer also mentioned that they experienced low of 40mg/dl to 50mg/dl but declined troubleshoot for the lows. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.